Event description:
The advocate stated her husband received a blood glucose reading of 500mg/dl from his non-bayer meter, retested on his contour meter and received a reading of 151mg/dl the difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement test strips were sent to the customer